Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in inappropriate mode switch were noted on the atrial lead. No intervention has been performed at this time. Further information was requested, but not yet available. The patient was stable with no consequences.